Event description:
It was reported that the pen ndl 31g 5mm xtw 5b 100ct ap was unable to deliver insulin/medication and was difficult to operate or not working/functioning. The following information was provided by the initial reporter: needle blocked: could not prime. Patient had called his diabetes educator to say that one of his needles wouldn't prime i.e it was blocked. He discarded it and the next one did work.

Manufacturer narrative:
H.6. Investigation: lot#9218658 DHR and related manufacturing records were reviewed, no abnormality was found. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. Based on the investigation above, the certain cause cannot be concluded at the moment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 31g 5mm xtw 5b 100ct ap was unable to deliver insulin/medication and was difficult to operate or not working/functioning. The following information was provided by the initial reporter: needle blocked - could not prime. Patient had called his diabetes educator to say that one of his needles wouldn't prime i.e it was blocked. He discarded it and the next one did work.